Event description:
The carotid intervention was performed without complications. However, when the filter was retrieved without any trouble, we realized that the device was disrupted. At inspection, we visualized two short and thin pieces of gold wires at the distal end of the filter. The broken material was captured in between the filter and the retrieval catheter. No material was lost in the distal cerebral circulation. No patient injury and or intervention was reported.

Manufacturer narrative:
It is not confirmed that the debris came from our product.